Event description:
Customer complained about sensor reading discrepancies. Customer stated that he received a calibration error. Customer reported that his sensor reading was 76 mg/dl but his blood glucose was 200 mg/dl and he received a low suspend alarm. Customer questions why the alarm triggered since blood glucose level is above the threshold suspend limit. Customer was advised that the threshold suspend limit is set up at 60 mg/dl and it is based on the sensor readings not the blood glucose reading. Customer was instructed to select suspend or restart basal when alarm occurs. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.